Manufacturer narrative:
This report is being supplemented to provide additional information, based on the approved final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation. The reported problem could not be duplicated. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that intermittently it was too dark to see the endoscopic image during a procedure and an image was not observed intermittently. The intended procedure is unknown. The procedure was completed after a delay of 2 minutes. There was no patient injury, associated with the problem, reported to olympus. This is report 2 of 2 due to multiple devices involved in the event.